Event description:
It was reported that during the procedure the balloon (the subject device) failed to inflate and the guidewire extruded through the balloon. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject complaint device was returned with a guidewire still contained the lumen of the catheter shaft section. The guidewire was advanced beyond the distal end of the balloon catheter and observed to be damaged at its distal end. In addition the guidewire had perforated the distal tip the balloon catheter. In spite of the damage observed on the guidewire distal end and balloon the guidewire distal end was still intact (not fractured). A functional test was unable to be performed as the guide wire was unable to be removed from the balloon catheter. Based on the results of the investigation it is probable that it was perceived that the guide wire was protruding through the balloon, whereas it was protruding through the distal tip of the balloon catheter which is the probable cause of the as reported inability to inflate. Information available indicated that the balloon catheter was confirmed to be in good condition prior to use. The returned guide wire was jammed within the balloon catheter and was unable to be removed, likely due to solidified contrast media within the balloon catheter. It is probable that the distal end of the returned guide wire was damaged, probably as it was advanced and perforating the distal tip of the balloon catheter. It cannot be determined what caused the guide wire to perforate the distal tip of the balloon catheter. Based on the information currently available and analysis of the device the cause of the distal tip perforation cannot be determined.

Event description:
It was reported that during the procedure the balloon (the subject device) failed to inflate and the guidewire extruded through the balloon. There were no clinical consequences to the patient.